Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 41. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and bleeding. No further patient complications were reported.